Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump gut assembly was shaking when it was running at 250 revolutions per minute (rpms). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to operate as intended when tested. There was vibration and shaking of the pump but nothing outside of what is expected with a mechanical pump. Per data log analysis, there are no indications of a problem in the log. For the reported issue, it is unlikely anything would have been logged.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician could not duplicate the reported issue. The roller pump ran with no errors or excessive vibration. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.